Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised left side frame where battery box support frame is bent.MDR filed.

Manufacturer narrative:
(B)(4). - follow up #001. Initial pr (B)(4) issued MFR. Report # 1525712-2013-02627, indicting the event problem as the left side frame where the battery box support frame is was bent. Additional information has been received that this device, an unknown model power chair was damaged by an airline during loading. There was no malfunction of the device.